Event description:
Pump declared alarm 20 while pumping. There was no adverse impact to the customer¿s blood glucose level. Caller successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.